Manufacturer narrative:
Event of mitral stenosis and endocarditis were reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI unknown as the serial number is unknown.

Event description:
On (B)(6) 2016, a 29 mm epic mitral valve was implanted. On (B)(6) 2018, the valve was explanted due to mitral stenosis and endocarditis and replaced with an edwards magna mitral valve. The patient is reported to be recovering. No further information is expected to be received.